Event description:
Revision surgery - due to patient had anterior pain so we swapped head out for a smaller head.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2020-01281; 520-54-320, s807 - pain, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.